Event description:
Patient presented to an outside service hospital for chest pain and shortness of breath before being transferred to this hospital due to concern for left ventricular assist device thrombosis. Patient has a history of suspected pump thrombus. During his previous admission, the patient was scheduled for device exchange, but chose not to undergo exchange at that time. Upon admission he was started on IV fluids and a heparin drip. His lactate dehydrogenase was down trending and was transferred to the step down unit. On same date patient was transferred back to the intensive care unit due to concerns of rising lactate, low urine output, worsening jaundice, left upper quadrant pain, low blood pressure nausea, and anxiety. He developed multi-organ failure secondary to decreased flows and low cardiac output. It was determined that he was neither a transplant candidate nor a left ventricular assist device exchange candidate due to his multiple comorbidities. The patient expired two day later.